Event description:
A customer from (B)(6) reported to biomérieux a misidentification of an urethral sample as neisseria meningitides in association with the vitek® 2 nh test kit. The customer suspected the isolate was a pathogenic bacteria. The customer stated the isolate was cultured using chocolate agar polyvitex vcat 3 under co2 atmosphere. Suspect colonies were observed and tested on the vitek® 2 nh card which gave a result of neisseria meningitides (95%). The test was repeated with subcultured colonies from haemophilus chocolate 2 agar (haem) and the result was neisseria cinerea (99%). A gram stain and oxidase test was not performed. There was a positive dglu reaction on the neisseria meningitides result. The customer reported the issue did not impact the medical provider or patient. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested the customer repeat the test but the strain was no longer available. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of an urethral sample as neisseria meningitides in association with the vitek® 2 nh test kit. The lab reports were submitted for evaluation. An investigation was performed. Two lab reports were reviewed. One showed a very good identification of neisseria meningitides and the other showed an excellent identification of neisseria cinerea. No definitive identification was provided so it was not possible to assess atypical reactions for the nh knowledge base. It is possible that the inconsistent results between the cards could have been due to the isolate kept out of co2 for an extended period of time which would reduce it's viability. A review of quality records confirmed that vitek® 2 nh lot 2450075203 met final qc release criteria. There were no issues on the initial qc performance testing.